Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/06/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide event details. No further event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - correction, initial reporter information - correction, if follow-up, what type?: correction.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016.

Manufacturer narrative:
(B)(4).